Manufacturer narrative:
This case was re-evaluated on (B)(6) 2023 and determined reportable. Investigation concluded that the device was manufactured to specification and there were no problems encountered during use of the device intra-op. The exact reason for the infection could not be established.

Event description:
6 weeks after the surgery patient got infection on right side of mandible which was flushed and drainage was installed under local anesthesia.